Manufacturer narrative:
Section a: date of birth redacted for clinical study. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this document lists peripheral thromboembolic events and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. Section 1 also instructs the user to ¿notify appropriate personnel if there is a change in how the pump works, sounds, or feels.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted with left sided stabbing chest pain, shortness of breath, and coughing up phlegm. Electrocardiogram showed significant noise generated by the lvad. There were some noises associated with the rv lead that was concerning for a possible lead malfunction or placement issue. No device malfunction was identified. The patient was discharged with a computerized tomography scheduled in 3 weeks to see if the left atrial thrombus resolved for cardioversion. On (B)(6) 2022 the patient had a transesophageal echocardiogram (tee) with a planned cardioversion which was aborted due to thrombus noted on the tee. A CT was not performed since the patient was impatient so the patient will follow up in outpatient setting. The patient's international normalized ratio range was 2.5-3.5. The patient was discharged home on (B)(6) 2022 at patient's request due to multiple social issues.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.